Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.the device was tested on the bench and using automated testing equipment and an output anomaly was observed. A high voltage output transistor was found to be damaged. The cause of the damaged output transistor could not be determined.(B)(4).